Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pre-op versus post-op scans. The design vendor, 3d systems, conducted an investigation into the complaint. They state in the investigation portion of the report: the pre-op scan for this patient was taken 12/19/2017, surgery took place on 4/30/2018, and the post-op scan was taken on 11/21/2018...after reviewing the post-op scan, the fossa anatomy is different than what was seen in the pre-op scan. There is additional bone in the glenoid fossa area and reduced bone on the articular eminence. As a result, the fossa component designed off the pre-op scan could not conform to the anatomy of the patient. The design vendor was able to confirm the fit issue while reviewing the post-operative scan. The complaint is considered confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to changes in the patients anatomy after the pre-operative scans were taken. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received. It was reported the implant does not fit and the mandible part is not long enough to meet the fossa implant. The problem was found after the second control of the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: date of event was corrected from (B)(6), 2018 to dec 17, 2018 implant date was corrected from (B)(6), 2018 to may 25, 2018.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). PMA/510(k) number: this product is not cleared or distributed in the u.s. However, this report is being submitted as biomet microfixation manufactures a similar device that is cleared or distributed in the united states under PMA number p020016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the implant did not work. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.